Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: mat 367923, lot 1195867. No customer samples and no photos were received in support of this complaint. Therefore, 10 production lot in-house retention tubes were inspected with 0 visible defects. Functional testing was performed and the customer's indicated failure mode of underfill was not observed as all tubes were within specification limits. Bd was unable to confirm the customer¿s indicated failure mode no samples were received, and the defect was not observed in the retention sample testing. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. The quantity of blood drawn into evaluated tubes varies with altitude, ambient temperature, barometric pressure, tube age, venous pressure, and filling technique. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® sodium fluoride edta (fe) blood collection tubes, the device experienced underfill of a tube with blood. This event occurred two times. The following information was provided by the initial reporter. The customer stated: this is a report about a draw issue of tube. According to the customer's report, some tubes didn't draw enough volume of blood.